Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the physician attempted to place the right ventricular (rv) lead several times during implant but observed sensing issues and high thresholds. The rv lead was not used and was replaced. No patient complications have been reported as a result of this event.